Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced severe hyperglycemia after an infusion site change while using the ilet, with blood glucose rising to a reported peak of 540 mg/dl and remaining above target for approximately five hours despite 8 units of insulin on board and no device alerts or delivery stops; the user verified meal delivery, replaced the infusion site again, confirmed tubing priming with drops visible, and noted no leaks, air bubbles, or supply issues. Symptoms included hyperglycemia without reported loss of consciousness, diabetic ketoacidosis, or other acute clinical effects. Outcomes included no use of backup therapy at the time of the report, no medical intervention, and no hospitalization. Investigation included complaint review, user interview, and troubleshooting and education regarding ketone assessment and consideration of alternative therapy if glucose did not decline. Investigation of this case revealed no device alarms, no identifiable delivery interruption, and an undetermined cause for the hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear etiology with no evidence of device malfunction identified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.